Event description:
There was an allegation of questionable calcium gen. 2 results for 2 patient samples on a cobas 8000 c 502 module. Patient 1: the initial result was 5.6 mg/dl. The initial result was reported outside of the laboratory. The sample was repeated due to the initial result having a critical flag. The repeated result was 9.6 mg/dl. The repeated result was believed to be correct. Patient 2: the initial result was 6.1 mg/dl. The initial result was not reported outside of the laboratory. The repeated result was 9.9 mg/dl. The repeated results were obtained on another analyzer.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc were acceptable. The field service representative checked all probe alignments (all probes were only less than 6 months old). He checked the rinse level and water pressure while running continuous mechanical checks, which were all acceptable. Preventive maintenance was completed and a precision test was performed. The syringe seals, diaphragms, heat cut filter, hepa filter, and rinse nozzle squeeges were replaced. The probes, rinse nozzles, rinse stations, splash shields, and covers were cleaned. All shafts and guide rail bearings were cleaned and lubricated. The cellwash solution was replaced. Mulitple air purges, cell detergent primes, incubation water exchange, a photometer check, cell blank measurement and mechanism checks were all performed. Qc and calibration was performed. He verified the precision test was in accordance with roche¿s precision guidelines. Qc was verified to be within range. The field service representative did not find a cause for the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.